Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that with the initial insulin pump settings, he experienced low blood glucose of 39 mg/dl. The customer went to the doctor and the settings were adjusted and he has not had any issues. Customer declined transfer for assistance.